Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to use their implant due to fluid loss from the right cylinder. The physician planned to remove the entire ipp, but found the device was impacted too much to safely remove. The reservoir was drained and remained implanted. The cylinders and pump were explanted, and all new components were implanted. There were no additional patient complications reported.